Event description:
It was reported that there were air bubbles or gaps present in the infusion set tubing of the insulin delivery system. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. The customer confirmed the issue was resolved after priming with the fill tubing feature, allowing them to resume normal insulin therapy.